Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of access site bleeding was most likely due to a lack of vessel recoil.

Event description:
The user facility reported an 84-year-old male undergoing coronary artery bypass grafting had an impella cp device implanted for circulatory support. The team peeled the sheath away and inserted the repo-sheath. The team then moved the limb and a hematoma and significant access site bleed occurred. The team gave blood x2 units and surgically cut down and made a purse string suture to achieve hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿